Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -13.00/4.0/79 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. The lens was implanted as a replacement lens to correct refractive surprise and low vault with rotation but the problem did not resolve. On (B)(6) 2021 the lens was repositioned, it was reported that after repositioning the lens ucva was 20/25. The reporter stated " the current visual outcome is good and the refractive surprise problem is resolved with repositioning as of now. Problem was resolved and he will continue to monitor".